Event description:
It was reported that the ilet was dropped, resulting in a cracked and unresponsive touchscreen that rendered the device unusable; the problem involved a fracture of the touchscreen, and the user reverted to an alternative insulin therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem consistent with physical damage to the touchscreen resulting in fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.